Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter leaked during use. The patient underwent an injection through the PICC-line (B)(6) showing that there is evidence to suggest perforation of the catheter along the subclavian vein, mid to distal part, with extravasation of contrast material. As a result, the PICC line has been replaced in the patient. It was also noted by the nurses "that blood regurgitation from the beginning of use of the catheter even with the anti-reflux cap." The initial insertion date was (B)(6) 2015. Catheter flow needed to be doubled due to blockage. Last week when nurse saw patient, there was very dark blood, md sent patient for fluoroscopy were the radiologist noted multiple perforations in distal portion of catheter." There was a delay in treatment, but no harm was caused to patient. No death or complications occurred to the patient.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was not confirmed. The customer returned a single lumen catheter with the distal 10 cm cut off and not returned. It is not known whether the catheter was trimmed prior to insertion of the section was cut off after removal. No other defects or anomalies were observed. The catheter was leak tested by pressure injecting water into the extension line with the opposite end occluded. No leaks were observed. A device history record review was performed based on sales history and did not reveal any manufacturing related issues. The provided IFU cautions the user to ensure patency prior to injection and to discontinue pressure injections at the first signs of extravasion or catheter deformation. The user is also cautioned not to exceed the maximum pressure of 300 psi or exceed 5 injections. Since the distal 10 cm of catheter had been removed and were not returned for evaluation, the probable cause of this issue could not be determined. No further action will be taken.